Event description:
It was reported that the patient was not getting adequate coverage due to lead migration. Signs and symptoms of numbness, tingling and weakness were noted. The patient was given medication. Additional information received that the patient underwent a revision procedure wherein the leads ere repositioned and was doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2352-50 serial: (B)(4). Batch: 16941786.

Event description:
It was reported that the patient was not getting adequate coverage due to lead migration. Signs and symptoms of numbness, tingling and weakness were noted. The patient was given medication.